Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient was experiencing uncomfortable stimulation. X-ray imaging revealed all 3 of (B)(6) 2024 wherein the drg system was explanted and replaced to address the issue.